Manufacturer narrative:
Dr (B)(4) made multiple attempts to get further information from this physician for merz. No further information has been received.

Event description:
Dr (B)(4) was contacted by a physician, dr (B)(6), who reported an incident occurred after the use of this device on (B)(6) 2013. The doctor stated that she was going to report this event to (B)(6) and she needed some help for filling in the form. She stated that she would send the company a copy of all the info, but no information has been received. Further contacts were made asking her to provide additional information. The preliminary information that was provided: dr (B)(6) reported that she performed two procedures with radiesse on a pt. After 3-4 days from the second procedure, the pt showed a tissue necrosis in the area of the cheekbone. The pt reported having undergone a dental implant procedure between the two procedures with radiesse but the implant was rejected.